Event description:
It was reported that while a pt was in CT, the infinity delta xl monitor shut down and started to smoke. The unit was no a pt at the time and was immediately disconnected from the pt. When the biomedical technologist rebooted the unit, it rebooted properly adn showed 100% battery. However, a burning smell was detected and the unit was immediately powered down by the biomedical technologist. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.